Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation within the specified pressure, the balloon ruptured. The procedure was completed with another 1.5mm x 20mm x 143cm coyote es balloon catheter. No patient complications were reported.

Manufacturer narrative:
Correction - a device was returned but has since been verified it was not the complaint device. The complaint device was disposed. Device avail for evaluation - changed from yes to no. Device return to manufacturer - changed from yes to no. Method, result and conclusion have been updated as well. Corrections: device lot number corrected from 0022267239 to 0021331862. Device expiration date corrected from 06/17/2021 to11/01/2020. Device manufactured date corrected from 06/18/2018 to 11/02/2017.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation within the specified pressure, the balloon ruptured. The procedure was completed with another 1.5mm x 20mm x 143cm coyote es balloon catheter. No patient complications were reported.